Event description:
It was reported that the lead perforated the patient's right ventricle and has advanced to the diaphragm. The patient was not pacemaker dependent with thin cardiac muscle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Physician determining how to best treat this patient.